Event description:
It was reported that the physician's vns handheld computer kept freezing on interrogation. Troubleshooting was performed, but the problem persisted. Product was returned to manufacturer, but analysis is pending.